Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic sleeve gastrectomy at the point of introduction of the device into the patient, the device perforated the esophagus. The surgeon had to close the perforated esophagus and place a stent it resulting in an extension of operative time as well as hospital stay. Originally the operative team tried using a 40 and 38 bougie and met resistance and decided to try the gastrisail device. Finally used and egd scope as the bougie the patient was a band to sleeve.